Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the reload stuck to the tissue. The reload had to be forcibly pulled away from the tissue and a new reload fired. The reload was discarded after the procedure. Very slight tissue trauma when forcibly pulling reload away.